Event description:
During subacromial decompression ceramic insulation on side fin at heating tip broke. Three small fragments were left in the patient. There were no patient injuries or complications reported.